Event description:
The manufacturer received information alleging a trilogy evo ventilator had a screen that was not working. The customer stated the device was not able to be powered off. The customer further stated that the hard reset process did not successfully power off the device and the therapy was not able to be started. There was no patient involvement, and no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.